Event description:
It was reported that the cartridge was leaking at the bottom near the rubber stopper, after which the user experienced hyperglycemia up to 440 mg/dl and suspected a bent infusion cannula despite no visible bends; the user remained connected to the device and administered a 30-unit manual injection as back-up therapy. Symptoms included muscle spasms. Outcomes included prolonged elevated blood glucose outside the target range for several hours without hospitalization or professional medical intervention. Investigation included troubleshooting and education, including guidance to change supplies and provision of instructional materials. Investigation of this case revealed user-reported leakage of the cartridge and a potential infusion site issue following a recent supply change. It was concluded that the event involved hyperglycemia associated with a leaking cartridge and a suspected infusion site problem, with user education provided and no further clinical intervention reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.